Event description:
Surgery staff report that there was a hole in the balloon. It would not stay up at the 87 degree c needed for the complete therapy. A second device was used to complete the case without incident.======================manufacturer response for uterine balloon therapy, gynecare (per site reporter)======================will send return kit to evaluate device.